Manufacturer narrative:
D2a: common device name: catheter, percutaneous / dilator, vessel, for percutaneous catheterization / introducer, catheter; reported here as the common device name exceeded the character limit for designated field. The device has been received for analysis. The reported allegations are confirmed via analysis done to the returned device. The DHR files associated with the sheath manufacturing lot vsaa280323, were reviewed and did not show any evidence manufacturing caused or contributed to the event. There was a deviation related to the application of glue. The cause traced to device design cause code was selected specifically for the design of the primary packaging (die-cut card), based on the information provided within the event description. Additionally, previous product record reviews for complaints with this failure mode show no signs of systemic manufacturing issues that would have caused the complaint, further supporting this root cause.

Event description:
It was reported that bmc transseptal sheath was selected for use. During preparation when the device was unpacked the stopcock assembly was noted to be broken. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
D2a: common device name: catheter, percutaneous / dilator, vessel, for percutaneous catheterization / introducer, catheter; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that bmc transseptal sheath was selected for use. During preparation when the device was unpacked the stopcock assembly was noted to be broken. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.